Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4). Implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-jul-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and spinal. It was reported that the physician was performing a catheter revision. The revision was being done to the intrathecal section of the catheter. Per the reporter, the physician confirmed that the catheter broke off inside of the patient and a new distal side was needed. The accessible distal portion was completely removed and replaced with a new catheter. A portion of the old distal was left in the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that it was unknown if the patient experienced any symptoms. No further complications were reported.